Event description:
Laser used during heart procedure. Laser failed to fire. After several unsuccessful attempts, a laser was borrowed from another hosp. Procedure was completed without any apparent injury.